Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out of range pacing impedance (>3000 ohms) measurement was noted. The rv lead was successfully implanted and the pacing impedances had lowered. However, intermittent loss of capture (loc) due to high capture thresholds was observed. The physician reprogrammed the rv lead output which showed effective capture. Unfortunately, the following day, loc was again observed despite the physician programming. The lead was subsequently explanted and replaced to resolve the event. This rv lead was received for laboratory analysis. The patient was stable with no additional adverse consequences reported.